Event description:
It was reported that during a procedure involving the coil concerto helix 3mm x 4cm and coil concerto helix 3mm x 8cm, there were issues with coil resistance and non-detachment. The coils were stuck in the microcatheter and could not be deployed with the detacher. However, when used with a rebar, the coils were successfully deployed with the detacher. The microcatheter used was a boston scientific renegade hi-flo. The physician attempted to detach the coil three times with the instant detacher, but no manual attempt via hypotube was made. The instant detacher was discarded and not returned for investigation. The patient experienced no symptoms or complications, and the outcome was reported as alive with no injury. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that a continuous saline flush was administered and maintained as indicated in the IFU. There was no kink/damage to the coil observed after removal. There was no kink/damage to the catheter observed after removal. The instant detacher lot number was b711543. Prior to coil non-detachment, there were no issues encountered. There was no pushwire damage observed after removal from the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.